Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. Moisture was observed under the display lens. A test display screen was installed and found to be functioning properly. Unrelated to the original complaint, multiple cracks were observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture damage was observed throughout the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the issue was noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.